Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instrument failed during the surgery just when the surgeon was ready to ligate the artery. The er320 closed the jaws without the clip. The or time was extended by five minutes.